Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders and patients were not crossed. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were 5000 messages still processing on the servers, which caused the delay in patient and order data transfer. A technical support specialist informed the customer about the pending 5000 messages and requested permission to reboot the servers. After receiving approval, all west servers were rebooted. Following the reboot, the availableforprocessing xml/msg count dropped to zero, messages were current with server time, and the extract transform load (etl) process was verified as running. The customer confirmed that the case could proceed to closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders and patients were not crossed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.